Event description:
It was reported that multiple patients experienced a change in seizure pattern as new seizure type, an increase in seizures to a level at or below pre-vns levels, an increase in seizures to an unknown level relative to pre-vns baseline levels, and an increase in seizures above pre-vns baseline level. No other relevant information has been received to date.

Manufacturer narrative:
Beaudreault, c. (2023). Safety of vagus nerve stimulation and responsive neurostimulation used in combination for multifocal and generalized onset epilepsy in pediatric patients. Journal of neurosurgery pediatrics, 31(6), 565-573. Doi: 10.3171/2023.1.peds22486. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
B5. Describe event or problem, h10. Related report numbers; corrected data; initial MDR inadvertently reported both serious injury and malfunction reports when multiple patients were involved in literature sourced complaint.

Event description:
It was discovered that this reportshould have only housed report of change in seizure pattern (serious injury). A separate MDR should have been created for report of increased seizures with prevns seizure level unknown and report of increase seizures above prevns seizure levels (malfunction). MFR report # 1644487-2024-01049 houses the report of increased seizures with prevns seizure level unknown and report of increase seizures above prevns seizure levels (malfunction).